Event description:
Dr noticed (while watching his recording of the procedure he performed a few days prior) that a cable on the tip of the maryland bipolar forceps popped and a tiny piece of the plastic insulation broke off into the patient while he was using the instrument in a normal fashion. At the time, this was not noticed and the piece was left behind inside of the patient.